Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, a patient sample was mis-identified as enterococcus faecalis and vre was detected as a resistance factor. Specimen was re-identified as enterococcus faeciun and vre was also detected. Health department re-identified as enterococcus gallinarum by srl. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported erroneous identification of e. Gallinarum as e. Faecalis and e. Faecium. No instrument errors were noted and no other information was provided. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case #'s (B)(4) related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown e.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, a patient sample was mis-identified as enterococcus faecalis and vre was detected as a resistance factor. Specimen was re-identified as enterococcus faeciun and vre was also detected. Health department re-identified as enterococcus gallinarum by srl. There was no report of patient impact.